Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax which required observation. It was reported that the following instruments were used during this procedure: 23g flexision biopsy needle, forceps, and a fiducial marker. 15-feb-2022, intuitive surgical inc. (Isi) contacted the physician of this procedure and additional information was obtained about the complaint: the pneumothorax was identified with a chest x-ray after the ion procedure was completed. The physician reported that they believe an ion product contributed to this pneumothorax because the pneumothorax was a result of the procedure. The physician reported that they are not sure if the flexision biopsy needle or the cooks biopsy forceps were used when the pneumothorax occurred. The physician reported that they believe this pneumothorax would have likely occurred if this procedure were performed via another modality. The pneumothorax was reportedly moderate in size, did not grow in size over time, and did not require a chest tube to be placed. The pneumothorax resolved without intervention. The patient had experienced some mild chest pain and was never considered medically unstable. The patient was not hospitalized due to this event, was managed as outpatient, and is reportedly doing well.

Manufacturer narrative:
Based on the information provided, the cause of the reported post-procedure complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The system logs for the event date of 26-jan-2022 were not available as of this time of the report, hence, no log review for this procedure has been performed. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video were provided for review. This event is being reported due to the following conclusion: the patient underwent an ion endoluminal lung biopsy procedure and experienced a post-procedure symptomatic pneumothorax which did not require intervention. The cause of the post-procedure complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.